Event description:
The patient swallowed the mucosa driver with the (short) cylinder. The clinician reports that the device fell out of their hand and the patient got up and went home. The patient stated that they will look for it over the next few days. A follow up call to the clinician's office confirmed that the patient is fine and has passed the device.